Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 473 mg/dl. The customer was hospitalized on (B)(6) 2018 with a blood glucose reading of 500 mg/dl. The customer reported vomiting, sweating and fast heart beats as symptoms of their high blood glucose. The customer was treated with an IV and left the hospital with a blood glucose of 230 mg/dl. The customer also reported experiencing low blood glucose. The customer declined to troubleshoot for the issue. The insulin pump will not be returned for analysis.